Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. Symptoms of pus was seen in the canal. The patient underwent a spinal cord stimulation (scs) explant procedure. There is no equipment to return per hospital policy. Patient was placed on antibiotics.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8436500, model: ssc-8436-50, serial: (B)(6), batch: 7089118, UDI: (B)(4).